Event description:
It was reported the right ventricular (rv) lead had an increase in impedance and thresholds which had been ongoing since the rv lead was implanted. It was indicated the impedance was 500 ohms when implanted and now 1700 ohms bipolar and 1500 unipolar. It was thought that there was a possible microperforation. Follow up determined that the cause for the increases was not identified, nor was it determined if there was a perforation. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.